Event description:
A doctor alleged that five patients experienced the debonding of crowns within a week after placement with optibond solo plus and nx3. This is the fourth of five reports.

Manufacturer narrative:
The doctor replaced the failed crown with an all porcelain crown. He did not specify what products were used. To date, the patient is doing fine. The products used in these incidents were not returned and no lot number was provided; therefore, no evaluations can be conducted.